Event description:
It was reported the patient's ipg was inoperable. It was also reported the patient had not charged the ipg in an extended period of time. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where the ipg was explanted and replaced, which resolved the reported issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.